Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was 106 mg/dl and blood glucose was 44 mg/dl. Customer treated with food and raised their blood glucose to 85 mg/dl by the end of the call. Troubleshooting found that the pump programming was accurate and advised customer to monitor the pump and call if any further concerns.